Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a sharp increase in rv impedances and an increase in threshold measurements. It was noted that there was no noise or pacing inhibition observed, and the patient had a good underlying rhythm and rarely required rv pacing. A lead revision was subsequently performed. During the procedure, it was noted that the patient had difficult anatomy, and adequate access could not be obtained on the patient's left side. This patient's device and lead system were therefore left implanted and the device was programmed to vvi 30 with low outputs, and high sensitivity settings. A new device and rv lead were successfully implanted on the patient's right side. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.